Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the device was working properly until the end of the case. Then the jaw became harder to open and close. The surgical staff was advised to use a saline infused gauze to clean the mouth of the instrument, but the jaws still did not work. They opened another device to complete the case and resolve the issue. There was no patient injury.